Event description:
A review of service data detected a reportable event. During servicing, the driven ground resistance of belt sn (B)(4) was outside of the acceptable range. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the driven ground resistance of the e-belt was outside of the acceptable range. The cause was an open resistor (r2) on the distribution node's pca board. The root cause of the open resistor was unable to be positively determined. No adverse event resulted from the open resistor. The last patient to use this electrode belt did not report any problems.